Event description:
Doctor reported having occasional problems with eye tracker obtaining pupil. All procedures were completed and no patient harm occurred.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).